Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative reported that the hard drive and memory were reconnected and space was created via removal of patient exams to resolve the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced, therefore no parts were returned for analysis.

Event description:
A medtronic representative reported that, while outside of a procedure, the navigation system became unresponsive when loading patient images. No additional information was provided. There was no patient present when this issue was identified.